Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose of 445 mg/dl with large ketones and symptoms of dehydration. Patient required no unusual treatment. During troubleshooting, customer support found that the two bolus totals did not match in the history (>5% different). This complaint is being reported as the discrepancy was not resolved and the patient experienced hyperglycemia.